Event description:
It was reported that the pump touchscreen was cracked and unreadable. Reportedly, the customer fell and landed on or rolled over the pump. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.